Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a tibial plateau leveling osteotomy (ptlo) surgical procedure on a canine, it was observed that the cutter device seemed dull and not sharp which made it hard to saw. According to the reporter, the device was tested a couple of times with different surfaces and had shown the same dullness; therefore, the issue had nothing to do with the patient's bone. There was an unspecified delay to the planned surgical procedure. It was not reported if a spare identical device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial medwatch that the event occurred during an tibial plateau leveling osteotomy (ptlo) surgical procedure in error, the event occurred during a tibial plateau leveling osteotomy (tplo). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.